Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported mechanical jam plunger and no click sound could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss was confirmed as posterior to needle to cuff miss and anterior needle tip to cuff detachment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely that needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported needle to cuff miss and mechanical jam plunger. It is likely the initial tab engagement was made with the anterior needle; however, cuff tab detachment and separation likely occurred during plunger retraction. The reported audible dull sound was confirmation the posterior needle and cuff did not engage resulting in the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure using two prostyle devices relative to an unspecified procedure. Reportedly, the mechanism of the guide passage is not done [mechanical jam-plunger], no click, wire not engaged. A cuff miss occurred. The same issue occurred with both prostyle devices. A new prostyle was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.